Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote monitoring system for this device had displayed an alert. The field representative reported the alert was due to a high pacing impedance measurement on the non-boston scientific right atrial (ra) epicardial lead, and the issue was considered resolved by the hospital. No adverse patient effects were reported.